Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were getting tired of the trouble they had with their communicator. Patient stated the last time they called, they were told to try putting the communicator in airplane mode and turning it off and back on. Patient said that worked a few times, but now it didn't make rhyme or reason. Patient also mentioned that this morning they were trying to adjust the intensity and every time they hit the arrow to increase or decrease, the screen would say establishing communication and it kept going back to that screen. Patient mentioned they had a lot of trouble with the bluetooth light not coming on, so they would have to turn the phone off and restart it and sometimes it would go through and other times it wouldn't. When asked for event date, patient mentioned the issue began last summer shortly after the implant was put in. Patient denied any recent falls/trauma. During the call, agent walked patient through connecting to their implant. Patient was able to successfully connect to their implanted neurostimulator. Patient confirmed on the call they were able to adjust the stimulation with no issue. Patient mentioned when they get done charging their implant, sometimes the stimulation ramps up twice as strong, then they turn the therapy on/off to reset and that goes back to normal. The issue was not resolved. A request was sent to repair to replace the communicator. Agent reviewed with patient to follow up with their healthcare provider if the issue persisted with the replacement communicator.

Event description:
Additional information is received from the patient(pt) that the unit would ramp up after the charging was finished. They believe that the new one has done that once but the new one connects to the phone 99% of the time immediately. Pt mentioned they turn the stimulation off an then turn in back on when issue occurs. Pt also mentioned that if it happens then it is not a problem as the new device connects quickly unlike the old one. Pt also mentioned that they are very pleased by the new communicator and so we might not hear anymore from them.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section h6 corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.